Manufacturer narrative:
The unit was performing within quality control specs with respect to controls (accuracy) and reproducibility (precision). Pt controls were run hourly and controls were run before and after this incident and recovered within assay ranges. The fse evaluated the analyzer and verified instrument operations. Raw data analysis was conducted and determined that the sample showed an abnormal pattern. Due to the high percent of debris or interference, the populations cannot be distinctively classified. The algorithm did set suspect flags to notify operator that manual count is recommended. The root cause for the low neutrophil% and high lymphocyte% differential results is unk. The instrument did generate a differential flag, which alerts to operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Erroneous differential results were obtained by a customer for one pt sample when using a coulter lh 750 hematology analyzer. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event was reported by a beckman coulter, inc employee, a field service engineer (fse).